Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient was intolerant to visual outcomes. The iol was explanted and exchanged with non company lens in the secondary implant procedure. Additional information has received and it states that the patient vision was not great for distance or near. No patient impact was reported.